Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routing follow up, lead dislodgement due to twiddler's syndrome was observed. All 3 leads were explanted and ra and rv leads were replaced. The patient was in stable condition.